Event description:
A healthcare facility in the (B)(6) reported of an issue with a iw980 wall mount infant warmer. Upon device assessment , it was found that the power fail alarm was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw980 infant warmer was evaluated by a trained f&p service technician. The device was repaired and passed performance checks. Results: during testing it was found that the unit's power fail alarm did not function. Conclusion: the reported issue was most likely due to the failure of a capacitor on the pcb board. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The reported malfunction was discovered during a maintenance check with no patient involvement.